Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Atrial pace bipolar impedance rises from 532 ohms on 2014 (B)(6) to greater than 684 ohms on 2014 (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to superior vena cava (svc) impedance out of range. The right ventricular (rv) defibrillation and the svc impedance have gradually increased over the past 14 days. The pacing impedances on the rv and right atrial (ra) leads also increased following the same gradual rise over the past 14 days. The leads remain in use and optimization was discussed. No patient complications have been reported as a result of this event.